Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio or vibrate anomaly noted during test. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly the customer's blood glucose value was 250 mg/dl to 300 mg/dl. Customer states neither beeping nor vibrating currently. Customer states they are not having the trouble hearing the beeps. Customer states insulin pump was beeping during the tone test. Customer states crack on the battery side. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.